Event description:
Swan- ganz vip catheter had a leak on the central venous pressure (blue line/ prox ii) line at the proximal end, where it connects to the white part. Patient dripped blood and central venous pressure numbers were not accurate.